Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It has been reported by the customer that during a femur fracture surgery: material was tested by the surgeon before being introduced into the femoral tunel and no issues detected, but when the material was introduced into the bone the drill got in touch with the instrument making the insertion of the gamma more difficult. Surgery was finalized without any other issue and the gamma was implanted correctly.

Manufacturer narrative:
The evaluation revealed the target device to be the primary product because most likely the customer meant that the drill hit the nail during proximal drilling. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 4 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported issue was not reproducible; all instruments were tested with sample instruments and implants. All proximal and distal nail holes were passed without nail contact. All provided instruments were found functional. The root cause could not be determined. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. Loosening of the nail holding bolt during insertion of the nail; repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended; not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve); no use of drill with centre tip / unfavourable bone contour; drilling without drill guiding sleeve; using blunt or damaged drill; high forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It has been reported by the customer that during a femur fracture surgery: material was tested by the surgeon before being introduced into the femoral tunel and no issues detected, but when the material was introduced into the bone the drill got in touch with the instrument making the insertion of the gamma more difficult.surgery was finalized without any other issue and the gamma was implanted correctly.